Event description:
Report received from (B)(6) indicated that the surgeon experienced vacuum surge during procedure. There was no patient injury reported.

Manufacturer narrative:
The unit was inspected and tested according to procedures by our territory mgr. No issues were found; the system performed with-in specifications.